Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure and sample leakage. The stopper creep out event occurred 5 times. The sample leakage event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the cap was loose and the sample leaked out during transportation, causing medical contamination."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two [2] photos were provided for investigation. The photos were reviewed and the indicated failure mode for exposure was observed. Stopper pop off could not be confirmed from the photos provided. Additionally, twenty nine [29] retention samples from bd inventory were evaluated by functional testing and the issue of stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of exposure and stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure and sample leakage. The stopper creep out event occurred 5 times. The sample leakage event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the cap was loose and the sample leaked out during transportation, causing medical contamination."